Manufacturer narrative:
Product complaint # (B)(4). Section e1. Initial reporter phone: (B)(6). Section h3. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00551.

Event description:
As reported by the field, during a stent assist coil embolization to the middle cerebral artery aneurysm, an EU ent4.5mmd 22mml wno dstl tp (enc452212, 7212921) became impeded in middle section of the prowler select plus 150/5cm microcatheter (30989718) and could not advance any more. The stent was retracted and the delivery wire was found to be kinked/bent. The second stent, an EU ent4.5mmd 22mml wno dstl tp (enc452200, 7258213) was also impeded in the microcatheter (mc). The physician removed the stent and microcatheter from patient¿s body and switched new devices to complete the surgery.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization to the middle cerebral artery aneurysm, an EU ent4.5mmd 22mml wno dstl tp (enc452212, 7212921) became impeded in middle section of the prowler select plus 150/5cm microcatheter (606s255x, 30989718) and could not advance any more. The stent was retracted, and the delivery wire was found to be kinked/bent. The second stent, an EU ent4.5mmd 22mml wno dstl tp (enc452200, 7258213) was also impeded in the microcatheter (mc). The physician removed the stent and microcatheter from patient¿s body and switched to new devices to complete the surgery. Additional information received indicated that they were able to move the device due to the resistance. They were able to torque the device. There was no evidence of physical material within the device. The resistance was felt with the second stent at the distal tip. No other devices were used with the concomitant device prior to the encountered resistance. No excessive force was applied to the device. Vessel tortuosity was reported. There was a 15-minute procedural delay due to the event. Based on the product analysis of the EU 4.5x22mm stent,there was a separation observed on the delivery wire. A non-sterile EU ent4.5mmd 22mml wno dstl tp was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was noted to be still attached to the delivery wire and inside the introducer. No appearance of damages were noted. Microscopic inspection was performed, and under magnification, no damages were observed on the stent, nor on the introducer or delivery wire components. The stent was advanced through a lab sample prowler select plus 150/5cm, and it reached the distal end without noticeable resistance. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent being impeded in the microcatheter was not confirmed since no product defect was identified. There may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since no product defect was identified, no CAPA activity is required at this time. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of three products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00550 and 3008114965-2023-00551. 3008114965-2023-00654. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that they were able to move the device due to the resistance. They were able to torque the device. There was no evidence of physical material within the device. The resistance was felt with the second stent at the distal tip. No other devices were used with the concomitant device prior to the encountered resistance. No excessive force was applied to the device. Vessel tortuosity was reported. There was a 15 minutes procedural delay due to the event. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.